Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that even after firmly inserting the tube, the air bubble detection alarm didn't turn off. The event occurred while patient use at patient's home. There was no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. Preventive maintenance was performed. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.